Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was re-implanted with the previously explanted lead on (B)(6) 2019 and the issue was resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had lead and extension externalization for 15 cm. There was a supple blister but no inflammation. The event resulted explant of the patient's system on (B)(6) 2019 and hospitalization. The etiology was stated as not related to the implant procedure and related to the device/therapy. It was stated that the event was ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_ext lot# serial# (B)(4) or (B)(4). Product type extension, product ID neu_unknown_lead, lot# va1p8uw. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Device information received.

Manufacturer narrative:
Concomitant medical products: product ID: 3708695, serial# (B)(4), product type: extension. Product ID: 3389-40, lot# va1p8uw, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that there was also lead migration/dislodgement. It was clarified that the lead was explanted, not the entire system. The event was resolved without sequela on (B)(6) 2019.